Manufacturer narrative:
Additional information provided. During the onsite visit the territory manager detected that the vacuum pump readings were too high and the pump was replaced. The root cause could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported suction problems during lasik flap creation. Additional information has been requested.